Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for microbial contamination. The device was tested on (B)(6) 2026. The results indicated greater than 50 colony forming units (cfus) of coagulase negative staphylococcus, 3 cfus of pseudomonas aeruginosa, and 1 cfu of a multidrug resistant pathogen detected in the suction channel. The device was retested on (B)(6) 2026. The results showed 1 cfu of micrococcus in the biopsy channel, as well as 18 cfus of pseudomonas aeruginosa and 5 cfus of multidrug resistant pathogens in the suction channel. All channels of the device were sampled during both tests. According to the information provided, the user did not report any device contamination leading to patient exposure, nor any serious deterioration in the state of health of any individual for which the device could reasonably be considered a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: all channels cfu: n/a bacterial identification: n/a. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.